Event description:
It was reported by nursing staff that the patient had developed a staphylococcus infection of the lead track area. Further information has been requested, but not received at this time. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Review of manufacturing sterilization records revealed that all sterilization specifications were met.